Event description:
A surgeon reported that prior to a procedure there was no response of the right vertical footswitch. There was no patient involvement. Surgery was started and completed as planned. The footswitch cable will be returned.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: the system was examined and the reported event was replicated. The footswitch cable was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 15, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming footswitch cable. (B)(4).